Manufacturer narrative:
Investigation results: bd has confirmed customer complaints for devices with the reported batch, that during insertion of the catheter, the needle is slow to retract or fails to retract. The slow/no retraction may require repeated attempts at retraction of the needle by pressing the button. There is also the potential for a needle to remain exposed, despite shielding attempts. Bd is continuing to investigate the root cause and will take action to prevent recurrence of this issue. Bd also tested the units for the reported leakage. The used device appeared to have media on the outside of the button which may indicate there were some leak issues during use. Your report of leakage was confirmed. The two representative units were also tested for leakage where no leakage was observed. Although your report of leakage was confirmed, a root cause could not be determined. A device history record review showed no non-conformances associated with this issue during the production of this batch. Bd is committed to advancing the world of health. Our primary objectives are patient and user safety and providing you with quality products. We apologize for any inconvenience this issue may have caused you and thank you in advance for helping us to resolve this matter as quickly and effectively as possible.

Event description:
No additional information.

Manufacturer narrative:
Additional information of fa#.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd iag bc global wing slow needle retraction with blood leakage. The following information was provided by the initial reporter translated from french to english: few updates from bd rep "(B)(4)": "tested some quarantined catheters (ref. 382944). The safety mechanism engages slowly, as if the blood control membrane were holding back the mandrel canula. This gives the blood time to squirt out of the catheter adapter, posing a significant risk of needlestick injury. At the same time, I took a blood control autogard catheter from another batch that I had in my bag and carried out the same procedure. The canula retracted without any resistance. I don't know if it's the protective sheath that has a problem or rather the blood control membrane that is too tight and prevents normal retraction of the canula. The client will put several unused catheters from the offending batch. For my part, I think that both elements (catheter and sheath) should be tested. The client put on a soiled protective sheath but not the catheter part because the caregivers could not infuse the patients." Please find a report concerning the defective nature of autoguard catheters reference 382944, batch: 4298108. In response to 3 cases of aes, we have withdrawn this batch from our establishment. We have kept one defective, contaminated device for examination. I would be grateful if you could send me the credit note for the (B)(4) units quarantined. I remain available for any further information. Circumstances / description of events: difficulty in triggering the safety device by pressing the button. Attempt to remove the guide canula resulted in blood flowing into the catheter adapter. Clinical consequences observed: aes of the caregivers who were splattered with blood. The event occurred 3 times with 3 different operators. Precautionary measures and actions taken: immediate withdrawal of the catheters concerned, quarantine, aes declarations, release of another batch. On the morning of 14/02/2025, the châtellerault pharmacy received three reports from three different users concerning the defective nature of a device supplied by your company. These are short IV safety catheters 18g 32mm, reference 382944 from batch: 4298108. It seems when guide needle is retracted, blood suddenly flows back into the catheter adapter, causing blood to be expelled onto the caregivers. In the context of an aes risk, we proceeded to withdraw the medical device concerned from the entire facility. The references have been quarantined and are available for expertise. The address for collection is (B)(6). Following your analysis and conclusions, I would be grateful if you could keep me informed. I would also be grateful if you could send us the credit note corresponding to the cost of this device, i.e.: 520747, catheter a/ail secur 18g 32mm: autogard bc 382944 bd, reference: 382944, contract no. (B)(4) gar niort poitou charentes 2021/2025, puht: ¿0.4576, 20% vat, quantity: (B)(4) units.